Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the left superficial femoral artery. The physician made a couple of passes, including passing through the distal lesion, and upon rexing back over the non-bsc filter wire the device became stuck. The physician tried to bring the device back through the sheath, but it became stuck in the sheath as well. The physician then removed everything, including the sheath, jetstream catheter, and filterwire. The access site was re-salvaged and the procedure was completed by doing balloon angioplasty and stenting. There were no patient complications reported. The patient's status is fine.

Event description:
It was reported that the device became stuck on the wire. A 2.4mm jetstream xc catheter was selected for use for an atherectomy procedure in the left superficial femoral artery. The physician made a couple of passes, including passing through the distal lesion, and upon rexing back over the non-bsc filter wire the device became stuck. The physician tried to bring the device back through the sheath, but it became stuck in the sheath as well. The physician then removed everything, including the sheath, jetstream catheter, and filterwire. The access site was re-salvaged and the procedure was completed by doing balloon angioplasty and stenting. There were no patient complications reported. The patient's status is fine. Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece stuck inside a 6fr introducer sheath and with a filter wire stuck in the device. The devices electrical, infusion and aspiration lines had been cut off the device from the customer site. Visual analysis showed that the device was stuck inside an introducer sheath. The shaft showed damage in the form of buckling/kinks from the tip proximally 13cm. The infusion sheath on the shaft was separated at 13cm from the tip.and causing the introducer sheath to stick on the device. The outside of the guidewire that was stuck inside of the catheter shaft showed that the teflon coating was bunched up and restricting the guidewire from any movement. It was noticed that the guidewire used during the procedure was a filter wire. This wire is not on the compatible guidewire list. If the customer site used a non-compatible guidewire they may experience guidewire issues. Functionality could not be completed due to the damage from the customer site. The buckling on the shaft is consistent with interaction with the introducer sheath. Inspection of the remainder of the device, revealed no other damage or irregularities.